Event description:
This device was explanted because noise was noted on the atrial channel. A new device and atrial lead were placed. During the replacement an incision was made over the old incision. Fluoroscopy over the device pocket showed the leads to be completely inserted into the header. The device and leads were from the pocket. The lead was inspected and no obvious fractures in the lead were evident. Manipulation of the atrial lead could not reproduce any noise. Internal iegm's were inspected with the lead attached to the device and no noise was reproduced. The lead had excellent pacing and sensing parameters and appropriate impedances. It was decided at that time to replace both the leads and the device, as the etiology could not be reliably determined / eliminated.